Event description:
Caller states that they obtained a result of 365mg/dl on the device and adjusted insulin pump to administer insulin. He reports his symptoms were not reflecting the 365 mg/dl result. He states less than 30 minutes later he had low blood glucose symptoms and tested at 39 mg/dl on the device. He drank juice to elevate his blood glucose. Approximately 45 minutes later he tested at 103 mg/dl on a different device. No medical treatment sought. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.